Event description:
Medex IV set was used to prepare IV medication for infusion. After the IV set was inserted into a dextrose five in water 250ml bag, the pharmacist realized that the roller clamp was missing from the set, threfore IV solution flow can't be stopped.